Event description:
The customer contacted physio-control requesting service on their device. Upon evaluation of the device, physio observed that the unit would intermittently power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported intermittent failure. Physio observed that there was damage near the on button of the main keypad assembly. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.